Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: no device received in a condition which made analysis impossible rga 204048097 was received at jjsv irvine on 05/11/2023. The contents of the package were received loose within a bag. Individual liquid optics interface (loi) components could not be associated with their corresponding complaint events or lot numbers. Product testing cannot be performed. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been...

Manufacturer narrative:
Section a2, a4 and a5: unknown, as information was requested but not provided. Section d6a - implant date: not applicable. The interface is not an implantable device. Section d6b - explant date: not applicable. The interface is not an implantable device; therefore, not explanted. Device evaluation: the interface was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the interface were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a suction loss occurred during laser fire. No patient injury was reported and the laser procedure was completed successfully. No further detail was provided.